Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The cables were reseated and resolved the reported issue. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported the system showed a message stating the axiem box was not communicating with the system. The site continued the procedure without the use of navigation. This issue occurred intraoperatively and caused a 5-minute delay. There was no reported impact on patient outcome.